Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, fever, diarrhea, vomiting, and serious turbid dialysate coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. On the same day as the onset, the patient was hospitalized for the peritonitis event. The day after the onset and the beginning of hospitalization, the patient's pd catheter was removed and the patient was started on hemodialysis. It was reported that the patient was not recovered from the peritonitis event at the time of the report. Physioneal therapy was discontinued. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.